Event description:
There was no pt involved in this event. This device malfunctioned because the device passed a self-test then failed the next self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
The pad device was installed on 12/16/2011 and operated successfully until (B)(6) 2013. On (B)(6) 2013, the device failed an auto weekly self-test due to a low battery. The device was disassembled for investigation and it revealed the c9 capacitor was bulging at the vent on the top of the capacitor, there was also a residue found on the top of the capacitor. This would suggest the capacitor failed. The c9 capacitor was replaced and the unit was left at room temperature with a test pad-pak fitted for 3 days, while performing self-test every 20 minutes. The unit displayed no fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.